Event description:
Allegedly the color coded markings on the driver has melted.

Manufacturer narrative:
Conclusion: device out of specification. Complaint history reviewed. Device history record reviewed. Device used according to label indications.

Event description:
Allegedly the color coded markings on the driver has melted.

Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.